Event description:
Cataract surgery with planned piggyback iol's in high hyperope, small eye, and tight lid fissures. Unplanned emergency use of capsular tension ring intraoperatively due to zonular dehiscence. Postoperative slow healing with increased inflammation. Endophthalmitis presumptively diagnosed 3 weeks later, worked up, and treated with intravitreal antibiotic injections. Pt improved and uncorrected vision 2 months later was 20/30.